Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a device was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted that the outer helix length was stretched and this is consistent with procedural damage. No other anomalies were identified.

Manufacturer narrative:
The reported event of stretched helix was confirmed. As received, a device was returned for analysis. Visual inspection noted that the outer helix length was stretched and this is consistent with procedural damage. No other anomalies were identified.

Event description:
It was reported that the patient presented during implant procedure for leadless pacemaker. During procedure, it was noted that the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. The patient was in stable condition.